Manufacturer narrative:
A ge service representative performed an over the phone investigation. Technical support was provided to the customer; however, the customer declined to have the service representative perform the repair. No further information is available.

Event description:
The customer reported that the system would not perform fluoroscopic x-ray. No patient injury was reported.